Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. During initial functional testing, the autopulse platform displayed user advisory (ua) 45 error message upon powering on. The archive data review showed the occurrence of the user advisory (ua) 45 error message on the reported complaint date. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. However, the platform failed with user advisory (ua) 11 (patient surface temperature too hot) error message, unrelated to the reported complaint. As a precautionary measure, the fan assembly and temperature sensor needs to be replaced to address the user advisory (ua) 11 error. Unrelated to the reported complaint, multiple cracks on the top cover, front enclosure and bottom enclosure, broken parts in battery compartment, and bent battery lock on the returned platform was observed during visual inspection. The damaged parts need to be replaced to address the issue. This type of physical damage found during visual inspection is characteristic of user mishandling such as a drop. The platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient with good known test batteries and passed all functional testing criteria and met all required specifications. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user tried placing different lifebands, however, the error could not be cleared. No patient involvement.